Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under her breast area due to sweating. The rash was described as bubble red bumps that were not open or leaking. The patient's nurse reported that powder had been applied on the patient's skin condition. Follow-up indicated that the patient had been using nystatin cream and the area was improving.